Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient experienced breathlessness and the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion. The crt-p was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.